Manufacturer narrative:
While completing preventive maintenance, our field service engineer found fuses stuck in mains inlet due to excessive dust build-up in the fuse holder. The mains inlet and fuses were replaced. The compressor mini was returned to service after successful verification of proper function. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause in this case has not been determined but the dust that was found in the fuse holder could have been a contributing factor. According to the user's manual, a preventive maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of parts and preventive cleaning of dust in the main inlet.

Event description:
It was reported that during preventive maintenance, fuses were found stuck in the mains inlet of the compressor. There was no patient involvement. (B)(4).